Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause was unknown. The rep cleared the electrodes, re-ran the impedance check, moved the or lights, used different communicator, used a different ipg. The issue was resolved. Impedances were cleared post op.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the caller was intraop with new lead and ins implant. They are getting >4,000 with all case pairs and all bipolar pairs normal range. They confirmed they have good tissue contact with ins and ins in the pocket. They shut off lights and wiped down lead and reinserted but this didn't resolve the issue. They had replaced the ins already prior to the call. They remeasured imped during call and pairs with case still >4,000 with bipolars normal. They had tested for motor response and were getting motor response on bipoles under 3ma. Tss reviewed they are having a temporary high imped and since components are new and bipolars are normal with motor response, that the high imped should resolve with time. Will send email to caller for event information since they were in middle of or procedure.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.